Event description:
The customer contacted heartsine to report that their device was unable to deliver sufficient shock energy during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to confirm the root cause of reported fault. The failure has been attributed to a suspected test fixture setup issue. Information from the technical log shows that during maintenance, the device delivered a shock during which the device flagged an ¿error - battery too low¿ during the charging sequence. The device passed all other self-tests outside of this maintenance. Upon return to heartsine, the device underwent extensive testing of all critical functions, performing to specification throughout. Given no fault found on the device it is possible that the pad-pak used during the testing was partially depleted, alternatively there could have been an issue with the power supply unit if one was used. It should be noted that as per the user manual ¿the device should not be tested using unapproved methods or inappropriate equipment.¿ and ¿do not test (the device) on simulators and manikins¿ and therefore the testing during which the fault occurred should not have been carried out. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was unable to deliver sufficient shock energy during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.